Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. The lead is part of the advisory for this model.

Event description:
It was reported the lead had unacceptable (rising) thresholds. The lead were removed and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported the lead had unacceptable (rising) thresholds. The lead were removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected conclusion code. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): the analysis results found that the proximal conductor was fractured. In addition, the distal conductor was distorted; the outer tubing was kinked / buckled; and the outer tubing overlay was melted, and was breached and cut. Full lead returned and analyzed.